Event description:
A health care professional (hcp) reported a consumer was having an MRI because the system had never worked since implant and might be looking to remove the device and see if the lead had moved. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.